Event description:
The device was returned for routine maintenance with no problems specified. There was no pt involvement or reported pt harm. During the repair evaluation, it was discovered that the dump valve (over-pressure relief) was not operating due to physical damage causing the pressure switch to become detached which could cause a high pressure condition to the pt. The pressure switch was reattached to correct the problem.